Manufacturer narrative:
Investigation is pending.

Event description:
This complaint was identified during an internal assessment as part of asd (B)(4) related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available info is limited and no additional info is able to be obtained. This event occurred in (B)(6). The customer reported a variance between the inratio inr results and laboratory inr results of more than 20%; results not provided. There was no additional info provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, retain strip testing was performed. The retain strip testing results were found to be performing within expectations. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause is unable to be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.